Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The pump was received with severely scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and broken belt clip slot.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 290 mg/dl at the time of the incident. The customer stated that she fell into a pot hole and damaged her pump. The customer stated that there is a chip on the screen and cracks and scratches on the screen and all on the pump casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.